Manufacturer narrative:
(B)(4). Date sent to FDA: 02/01/2021. Analysis summary: an empty opened foil, a labeled winding former and a needle/suture piece of product code sxpp1a406, lot # qamdtq were received for evaluation. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected, body fluids and marks by use could be observed on body needle. The strand was noted with body fluids, damaged on some barbs and stress at the end caused by use and surgical instrument. No functional test could be performed due to sample condition. This report is being submitted pursuant to the provisions of 21 cfr, parts 4 and 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2020 and barbed suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.